Event description:
Nine months after the embolization of an anterior communicating artery aneurysm, the pt underwent a second procedure to treat a reoccurrence of the aneurysm. It was not disclosed what was done to treat the recurrent aneurysm and there was no reported clinical consequence to the pt.

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event.